Event description:
It was reported that an all-in-one container had a hair across one of the tubing of the bag. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a hair between the sheet and the port tube; not in the fluid path. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to human error during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The retention samples were evaluated and no hair/ foreign material or defects were found in the product. Should additional relevant information become available, a supplemental report will be submitted.